Event description:
It was reported that the pressure rated ext set bonded ss 8.5 did not allow blood return due to flow issues/blockage. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "per caregiver report, extension set does not always allow blood return. Occurrence is frequent, among multiple caregivers. Blood return is obtained once extension set is removed and syringe attached."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the extension set does not always allow blood return. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e-07 lot number 20109528 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20109528 regarding item #22003e-07.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pressure rated ext set bonded ss 8.5 did not allow blood return due to flow issues/blockage. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "per caregiver report, extension set does not always allow blood return. Occurrence is frequent, among multiple caregivers. Blood return is obtained once extension set is removed and syringe attached."